Event description:
Case detail: it was reported that the contra wire became stuck. While pushing the contra wire forward the contra limb was inadvertently pushed up into the aneurysm sac. The problem was not resolved with percutaneous intervention. A retroperitoneal incision was used to access the iliac artery and pull the limb into place. The hooks were removed and an anastomosis was performed. The patient is reported to be doing well.